Event description:
It was reported that during a laparoscopic hand assisted right nephrectomy procedure, the device locked closed on vessels and they were not able to get the device open (it is not clear which cartridge was being used). As a result of this, they attempted to insert another trocar and while doing so the device either tore the vessels it was locked on, or the jaws sprung open; they were not able to determine exactly what happened since the abdomen filled with blood. Due to bleeding, the procedure was immediately converted to an open procedure and both the vena cava and renal artery were repaired. It is not clear if another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. What is the status of the reload? Was it discarded? Discarded. Is there a video available of the procedure? No. Was this the first firing with the device? Yes. What steps were taken to open the device? Unknown-it spontaneously opened as an alternate access point was being prepared. Were the vein and artery taken together? No. What was the device clamped on? Artery. How is the patient currently? Ok. Is the patient expected to have a full recovery? Unknown. Has the device been sent back for analysis? Yes. The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened as intended.